Manufacturer narrative:
(B)(4).

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient with an implanted pump. Indication for use was noted as non-malignant pain. It was reported that the patient had a pocket revision. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.